Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. The manufacturer¿s international service technician confirmed that the green power on/off led was not illuminated. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed performance verification tests. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was not returned to failure investigation. The root cause cannot be determined until the device is investigated.

Event description:
The customer reported (light emitting diode)led indicator faulty. The device was not in use at the time of the reported event; therefore, there was no patient involvement.